Event description:
Summary: a total knee replacement component was stocked on the wrong shelf and not appropriately identified at the correct time during the surgical procedure by the stryker representative, the surgeon, or the physician assistant. A 'cementless' femoral implant was supposed to be used. The 'cemented' femoral implant components were implanted without cement which would ultimately have failed and become displaced. This issue was identified by the stryker representative one week after the initial surgical procedure. The surgeon and patient were notified, and a second procedure took place the day after the discovery to remove the incorrect implant and replace it with the correct one. There were no complications at the time of the procedure. The patient was discharged to home as appropriate. Problem: the 'cemented' and 'cementless' wording on the stryker femoral implant package appear almost identical (similar to look-a-like, sound-a-like medication.) The packaging for 'cemented' and 'cementless' is very similar. The only difference is the wording and serial numbers on the label. (There is one serial number different from 'cemented' and 'cementless'.) There is an implant sticker inside each package that is also basically the same color and format for both types (cemented and cementless).

Event description:
Additional information received on 6/24/2025 for report mw5171709 to update common device name, manufacturer and procode.